Event description:
The pt stated that since the beginning of the year she has had several (possibly 5) infusion tubings separate at the luer connection. She discovered the separation because insulin was leaking from the tubing. She stated her blood glucose elevated to over 300 mg/dl and she changed the infusion tubing and drank water. Symptoms of high blood glucose were fatigue and frequent urination. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.